Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. The replacement of the expiratory flow sensor was recommended.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1009-9012-000 anesthesia gas machine experienced a low tidal volume caused by a stuck open flow sensor diaphragm. The report was received from a single source. The reported event did not involve a patient.